Manufacturer narrative:
Clarification for the initial result was provided. The initial pth result on the e 411 was 1848 pg/ml.

Manufacturer narrative:
The investigation determined that the qc was acceptable. Based on the provided calibration and qc a general reagent issue can be excluded. The sample was not provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys pth stat immunoassay results for 1 patient sample tested on a cobas e 411 immunoassay analyzer compared an abbott instrument. The e 411 serial number was (B)(4). The initial pth result on the e 411 was provided as 1845 pg/ml and 1848 pg/ml. Clarification has been requested but not provided. The initial result was reported outside of the laboratory. On (B)(6) 2019 the pth result with a 1:5 dilution was 1954 pg/ml on the e 411. On (B)(6) 2019 the pth result with a 1:2 dilution was 2062 pg/ml on the e 411. On (B)(6) 2019 the pth result with peg precipitation was 54.13 pg/ml e 411. The peg precipitation was performed between (B)(6) 2019 and (B)(6) 2019. On (B)(6) 2019 the pth result on the abbott instrument was 32.4 pg/ml.

Manufacturer narrative:
Medwatch field b1 was updated.